Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported that the e360 ventilator had air leakage, generating a noise. At this time, it is unknown if there was patient involvement. Medtronic/covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic/covidien service provider checked the ventilator and found the air leakage due to loose tubing. To address the issue, the tube was connected properly. The ventilator was working satisfactorily.